Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed due to faulty main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found, no image from the composite video output due to a failure of the main printed circuit board and damaged rubber feet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, that the video system center exhibited no image from the composite video output due to circuit board failure. There were no reports of patient involvement.